Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. On a separate occasion, a leak was found in the catheter. On a separate occasion, user states they were unable to flush and then noted a hole in the catheter.